Event description:
After removing my dexcom g6 sensor I noticed a rash that is very itchy. I've been using this cgm for nearly a year and never experienced this type of reaction until recently. FDA safety report ID# (B)(4).